Event description:
The reporter stated that the surgeon was using a competitor's lens and the haptic broke with the indigo-p injector. Surgery was completed with another lens. Additional information has been requested.